Event description:
It was reported that (1) 578sd was used during a bilateral tubal ligation procedure. It was reported by the rep that the surgeon stated that when surgeon introduced the "filshie clip" the 578sd trocar seal tore and fell into the abdomen. The surgeon was able to retrieve the gasket. The surgeon completed the case with the trocar and there was no consequence to the pt.